Event description:
Patient receives tpn IV infusion over 18 hrs daily using cadd solis vip pump. Pt was connected to tpn at 5:30pm on (B)(6) 2014. Eighteen hours later when dad went to disconnect tpn, he noticed pump has stopped without him knowing. Pt received only about 10% of his tpn fluid that night. Per event log on pump: (B)(6) 2014 8:53 pm power down. However, no indication of user confirmed power down started. At this time, we are sending pump back to manufacturer for further investigation.